Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115192.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.